Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of diarrhea, incontinence, infection, and sepsis were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was recently hospitalized due to sepsis and a severe urinary tract infection (uti). The patient had begun to feel symptoms worsening after initially experiencing symptom relief from the device. Upon worsening symptoms, a hospital visit was made, where diagnostic imaging ruled out kidney stones or blockages. The patient was diagnosed with an e. Coli bacterial infection and treated with intravenous antibiotics during a 2-day hospital stay. A 7-day antibiotic course began. Since starting the antibiotics, the patient experienced side effects including a slight increase in incontinence and mild diarrhea, though slight improvement was noted. The patient had been doing well with symptom relief before the infection and was urinating every 3-4 hours. A follow-up is expected with the physician once the antibiotic course is complete. The patient is showing improvement, and the urgency of their symptoms has decreased since completing the antibiotic treatment. They have an appointment with their physician and hope to discuss the possibility of new blood work and a urinalysis, although this will depend on the conversation. There is no need to optimize therapy at this time, as the bladder symptoms are improving. The patient will continue to follow up as necessary. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was recently hospitalized due to sepsis and a severe urinary tract infection (uti). The patient had begun to feel symptoms worsening after initially experiencing symptom relief from the device. Upon worsening symptoms, a hospital visit was made, where diagnostic imaging ruled out kidney stones or blockages. The patient was diagnosed with an e. Coli bacterial infection and treated with intravenous antibiotics during a 2-day hospital stay. A 7-day antibiotic course began. Since starting the antibiotics, the patient experienced side effects including a slight increase in incontinence and mild diarrhea, though slight improvement was noted. The patient had been doing well with symptom relief before the infection and was urinating every 3-4 hours. A follow-up is expected with the physician once the antibiotic course is complete. The patient is showing improvement, and the urgency of their symptoms has decreased since completing the antibiotic treatment. They have an appointment with their physician and hope to discuss the possibility of new blood work and a urinalysis, although this will depend on the conversation. There is no need to optimize therapy at this time, as the bladder symptoms are improving. The patient will continue to follow up as necessary. There were no additional patient complications.